Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿brush from the suction cylinder was removed since the channel was clogged¿, was confirmed. It was found that the foreign material could be brush. However, the root cause of the foreign material could not be conclusively specified. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a channel blockage. The issue was found during preparation for use. There were no reports of patient harm or procedural delay. Additional information was requested but details were not known or provided by the reporter.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a discolored and broken light guide lens, a broken bending section cover adhesive, a video cable protector that was cut off, a corrugated and scratched video cable, and a removed brush in the cylinder section. The user stated that the reprocessing steps used for the device was unknown. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.